Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) results were higher than the mean values. The ccc specialist reviewed event log and found no issues with sample integrity nor aspiration errors. The siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse recalibrated the sample probe to tip tray housing. The cse performed qc, which were within range. A siemens headquarter support center (hsc) reviewed the service activity related to this event and discovered that the bnp assay uses a 100¿l sample volume. A result of 0.00 pg/ml indicated that either sample was not dispensed or acid/base reagent was not dispensed. The cause of the discordant, falsely depressed bnp result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed brain natriuretic peptide (bnp) result was obtained on a patient sample on an advia centaur cp instrument. The discordant bnp result was not reported to the physician(s). The sample was repeated in duplicate on the same advia centaur cp instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bnp result.